Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. Insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call post reset ram error alarm on the insulin pump and high blood glucose levels. Customer¿s blood glucose level was 447 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for the post reset ram alarm was performed. Customer advised the insulin pump experienced an unexpected restart and the alarm occurred after a battery change. Customer advised insulin was suspended without knowing the cause of the suspension. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.